Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Manufacturer narrative:
Testing of the returned battery pack was performed. Evaluation confirmed the reported issue. During functional testing, the battery pack was found to be non-operational due to fully depleted cells. Analysis of the AED's log files identified that once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.